Manufacturer narrative:
Upon review, the unknown product cannot be located. This complaint will be reopened in the event the product involved or additional information becomes available.

Event description:
On 8/15/2023, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.